Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation. The irritation was reported to be under the front therapy electrode pad and on both sides of her chest; the irritation was described as painful and rubbed raw. The patient also reported a nickel allergy. During a follow up, the patient reported that her doctor instructed her to remove the lifevest until the skin irritation healed. The final medical outcome of the irritation is unknown.